Manufacturer narrative:
Awaiting confirmation of event date and lot number provided, as there appears to be a discrepancy. Approximate age of device (5) age of device will be completed on receipt of clarification. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The first attempt of biopsy didn't penetrate the surface of stomach and the needle broken. Biopsy procedure stopped.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow up report is being submitted due to lab evaluation completion on 22-dec-2021, distal needle breakage and distal end of sheath breakage was observed.

Manufacturer narrative:
Device evaluation 1 unit of echo-19 device of lot number c1831700 involved in this complaint was returned for evaluation, in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2021. Sheath extender able to advance and retract without any issue. Needle unable to advance. Needle removed from the device and distal needle break observed broken needle tip detached from the sheath during lab evaluation. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1831700 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1831700. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It was difficult to determine a possible root causes due to the little information provided, but a possible root cause could be attributed to the possibility of the device being in a torturous position leading it to break distally and then get caught on the sheath causing the sheath to become damaged also another possible root cause could be attributed to the device becoming damaged on attachment to the scope or there is also the possibility of a hard lesions being the root cause. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.